Event description:
A cartridge alarm was reported by a distributor from ireland involving a tandem pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response, technical support instructed the customer to inspect the cartridge's o-ring, which was found to be damaged. A new cartridge was filled, but the issue persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy and to return the faulty pump using a pre-paid label within ten days. The customer was knowledgeable about setting the pump into storage mode and acknowledged the procedure.